Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge position, not returned; casing position, forward; hook shroud condition, good; lockout slide position, unlocked; number of staples returned in cartr, not returned; retaining pin position, forward; safety position, unlocked and trigger position, closed. Functional tests & results: hook shroud condition, good; indicator function properly, yes; indicator setting when firing, 2.5; knob collar lockout slot condition, good; lockout slide tip condition, good; safety disengae properly. Yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed staples across the entire staple line with no difficulties noted. There were no anomalies noted with the formation of the staples. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported during a pneumonectomy while using a tlh30 stapler the surgeon reports the firing cycle and staple formation did not feel right when firing across the bronchus. As a precautionary measure he sutured proximal to the staple line and upon opening the device he discovered the staples did not form properly. There was no consequence to the pt.